Manufacturer narrative:
The technician replaced the power cord to repair the bed.

Event description:
Info received indicates the ground resistance on the power cord is too high due to a bad ground pin.